Event description:
It was reported that during an arthroscopy procedure of the right leg, the unit stopped functioning as intended. It was further reported that the procedure was delayed for a moment and a replacement unit was on hand.

Manufacturer narrative:
Upon receipt of the unit on (B)(4) 2013, it was determined that the heat shrink on the probe unit was melted. We are reporting at this time. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.